Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit and video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue was confirmed. The device would not plug in, no picture due to deformed video connector and kinked cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported the device would not plug in and no picture. The issue was found during preparation for use. There is no patient involvement associated on this reported event.